Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent a breast reconstruction with two 200cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 4 on the left and baker grade 3 on the right) post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.

Manufacturer narrative:
On february 08, 2023, the evaluation for the device was completed. On february 09, 2023, mentor received additional information regarding the patient's weight. The patient's weight has been updated to 140 lb. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 200cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).